Event description:
It was reported that the right atrial lead had low impedance alerts. A break in insulation was noted. Both the ventricle and atrial leads on the left side were capped due to occlusion. A new system was implanted on the right side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.